Event description:
Caller reported blood glucose results of 464 mg/dl and 211 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
The sinus guide catheter was introduced into the left frontal sinus under endoscopic visualization and inflated. After deflation, it was removed and inflated in the right frontal sinus twice. The device was thought to be fully removed before attempting to insert a vortex irrigation device. The vortex was not able to be inserted through the f70 guide. Fluoroscopic visualization was used, and the two markers on the balloon were visible. All devices were withdrawn from the pt's sinus. The distal portion of the balloon catheter was discovered to be within the distal portion of the guide catheter. At this point, the procedure continued on with the use of a frontal stratus device being deployed. The case was completed with no adverse outcome to the pt.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.